Event description:
Report received from the USA stating that the device was failing to grip the bur. It is unk if the device was used during surgery. Date of event is unk. Not pt or user injury occurred. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).